Event description:
An intubated patient was being positioned in the MRI scanner when the respiratory therapist accidentally moved the MRI conditional ventilator and cart too close and it was pulled into the side of the core of the MRI system. The ventilator had an oxygen tank on it that was marked "MRI safe." Staff pulled the vent away from the core and the vent continued to function. The patient continued to receive ventilation and vital signs were normal - there was no adverse outcome for the patient. The vent showed a fan failure alarm, but continued to delivery breaths. The oxygen tank was taken out of the room as a precaution. After the scan was completed, the ventilator was brought to biomedical engineering for an evaluation. Follow up: the respiratory therapist received education refresher from manager. Biomedical engineering reported that the vent alarming, "vent failure" and tesla spy indicating red condition. Talked to tech support. Ordered parts. It appears as though the respiratory therapist pushed the vent and rolling stand too close to the bore. Checked tank, cart and vent for ferrous metals with a magnet. Very small reaction around pb quick connect and back of vent. On 6/24, replaced cooling fan to resolve "fan failure" issue. 6/29, began performance certification. Unit failed battery valve tests and tightness tests. It was determined that we would send unit to the manufacture for complete check out.